Event description:
Portable ro 28948 - after weekly disinfection with minncare, machines continue to show positive residue. After rinsing for 24 hrs, still shows a positive residual. Turned off and back on showed a negative residual. Turned off and then back on and showed a positive residual when on minncare used on the ro machine. This was (B)(6) 2014. On (B)(6) 2014 machine was send to our biomed dept and the same problem continued. Event reappeared after reintroduction: yes.